Event description:
Using this item for the first time, one of the "legs" bends when several screws on the coupling have to be tightened. There was no adverse consequence for the patient or delay in surgery or anesthesia time.